Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what is the current status of the patient? - please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy+bilateral adnexectomy procedure on (B)(6) 2026 and suture was used. During the procedure, after cutting off the uterus during hysterectomy+bilateral adnexectomy, the doctor used suture to suture the remaining end of the uterus. After the suture entered the abdominal cavity, the chief surgeon prepared to suture it. The chief surgeon found that the suture had fallen off from the end of the needle and the needle could no longer be used. The circulating nurse re opened a needle of the same manufacturer and model for the chief surgeon to continue suturing. After the surgery, the residual end was examined and found to be sutured well, and the patient returned to the ward safely . No adverse patient consequences were reported. Additional information was requested.